Manufacturer narrative:
Date sent: 09/19/2007. Evaluation summary: the analysis showed that the device was received in good visual condition and with no cartridge loaded on the device. However two cartridges were received inside the bag. Cartridge b was received partially fired, with the lockout damaged and with the pan dislodged due to lockout being forced. The damage to the cartridge lockout tab is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. In addition, the instructions for use state, " the firing stroke must be completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." In addition the cartridge pan was noted to be dislodge and the cartridge was damaged on the stops, the damage to the cartridge pan is consistent with intent to fire the device over an already locked cartridge causing the pan to become dislodge from the cartridge. Cartridge c was received partially fired and with the pan detached and missing due to long loading. This damage is consistent with an improper loading technique, when the cartridge is loaded improperly or long loading (holding features of the cartridge are not snap on the channel windows). At the moment of the firing, the cartridge will be ejected forward and some staples will be deployed (approximately half way) and malformed because of incorrect alignment. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device did not function at all, took new instrument to complete the case. There was no patient consequence.